Event description:
Nurse reported duoderm to right and left inner knee ulcers. R and l knee pressure ulcers measure less than 2cm and have superficial pink tissue. Skin under l knee duoderm with red and blistered in shape corresponding to the 4x4 inch duoderm square to knee. Skin under r knee duoderm with red in a shape corresponding to the 2x2 inch duoderm square to knee.

Manufacturer narrative:
Based on the available information the event is deemed serious injury. Nurse was advised to discontinue and remove duoderm. Nurse was advised to notifying physician. It was recommended to consider saf-gel or aquacel ag or aquacel foam. From a clinical perspective, a casual relationship between the granuflex/duoactive - moisture retentive duoderm cgf dressing and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.